Event description:
Customer reported that 6 donors initially reported as positive for cmv on the galileo were reported as negative.

Manufacturer narrative:
The customer indicated the samples had been previously frozen and thawed. The package insert for capture cmv states, in the specimen collections and preparation section, "weakly reactive antibodies may deteriorate and become undetectable in samples stored beyond 5 days at rt or in serum or anticoagulated samples stored at 1-10c beyond the recommended storage" and "samples should not be repeatedly frozen and thawed".